Event description:
A customer contacted physio-control to report that display on their device was frozen during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Electronic patient records were reviewed and unexpected loss of power was verified on (B)(6)2021. The device was operating off a battery manufactured in 2016. Per the lifepak 15 monitor/defibrillator operating instructions, it is recommended that device batteries be replaced approximately every two years. Based on the available information, the root cause of the reported issue is likely the use of a battery past its recommended service life.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that display on their device was frozen during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.